Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # cx01b, 510k #k163032 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral body fracture; and underwent kyphoplasty. Intra-op, during cement injection, a small cement leakage on the left lateral side of the vertebra body was observed. There was delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.